Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), lot: (B)(6). Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), lot: (B)(6).

Event description:
It was reported that post discharge the patient developed delirium and removed the left frontal and pectoral wound sutures. The physician examined the patient and found that the patient was fine and removed the remaining sutures. On (B)(6) 2021 the patient was admitted to the hospital due to purulent fluid draining from the left wound. A magnetic resonance imaging (MRI) was performed and revealed inflammatory changes in the left cervical frontal path of the deep brain stimulation system. The patient then underwent an explant of their entire system. The patient was treated with antibiotics and has resolved.

Event description:
It was reported that post discharge the patient developed delirium and removed the left frontal and pectoral wound sutures. The physician examined the patient and found that the patient was fine and removed the remaining sutures. On (B)(6) 2021 the patient was admitted to the hospital due to purulent fluid draining from the left wound. An magnetic resonance imaging (MRI) was performed and revealed inflammatory changes in the left cervical frontal path of the deep brain stimulation system. The patient then underwent an explant of their entire system. The patient was treated with antibiotics and has recovered.